Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the two waist packs were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the seams around the controller pockets were damaged on both waist packs. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed, but not limited to wear and/or to the handling of the packs. Additional products: heartware ventricular assist system ¿ waist pack, model #: 2050 / catalog #: 2050 / expiration date: 30-jun-2020 / serial or lot#: (B)(4) , UDI #: (B)(4). Device available for evaluation: yes, return date: 27-mar-2020. Device evaluated by MFR: yes dev rtn to MFR? Yes. Mfg date: 20-jun-2019. Labeled for single use: no. (B)(4). Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The waist packs were returned to the manufacturer because of unspecified damage. The waist packs subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.